Event description:
It was reported that the device operated automatically without activation during a procedure. The procedure was completed with a back-up unit. There was no medical intervention required. There was a delay of 1 minute.

Manufacturer narrative:
Upon visual inspection, it was discovered that the handswitch was misplaced from loctite. This is the primary reason for the device to function without activation.